Manufacturer narrative:
Concomitant products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v499735, implanted: (B)(6) 2010, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient's wire was "causing her some problems." The reporter stated that the wire was getting hot and the patient was in a lot of pain. It was noted that the wire was "acting up" when palpitated and the wire could be felt. It was reported that the "burning" was in the patient's neck area by her ears. It was noted that the patient had been having the problem for "a week to ten days." It was noted that the patient was having some pretty bad headaches from it. Nine days later, it was reported that the cause of the event was weight loss that caused pulling of the leads. It was noted that x-rays were done and there was a surgical revision of the lead. Patient symptoms included neck pain. It was reported that the patient did not require hospitalization. The patient's indication for use was essential tremor. Refer to manufacturing report #3004209178-2013-08358 for the previous report that no longer applies.